Manufacturer narrative:
A 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field correction ad field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06233. Reference MFR report: 1627487-2013-06237. It was reported the patient stopped charging the ipg about three months ago due to pocket heating. The patient stated she is currently unable to communicate with the ipg. The ipg will not communicate with either the charger or the programmer. The patient also reported she was experiencing uncomfortable stimulation in the abdominal area. The patient is working with her physician to determine the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.